Event description:
It was reported that, on an unknown date, a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock was found disconnected from the line with the mother of the patient stating this had happened multiple times. There was patient involvement but no patient harm was reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.